Event description:
The recipient had no longer benefit from the device and reported intermittencies. Revision surgery was performed on (B)(6) 2019 and it was found that the transition between the housing and the floating mass transducer (fmt) was broken. It was reported that this was a medical decision and there was no additional testing done prior to the revision surgery.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the patient experienced intermittent access to sound and therefore had no benefit from the device. The problems given in the patient report seem to be congruent with the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had no longer benefit from the device and reported intermittencies. The device was explanted on (B)(6) 2019 and it was found that the transition between the housing and the floating mass transducer (fmt) was broken.